Event description:
It was reported that a (B) (4) handheld's screen would freeze at interrogation. Reseating the flashcard and resetting the device resolved the issue. As troubleshooting resolves the issue, the site declined a replacement and will not be returning the handheld to the MFR for add'l analysis.